Event description:
It was reported that the device would not operate on battery power. There was no report that a patient was associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on and that two fuses were blown on the power pcb assembly. Physio replaced the fuses and the system/memory pcb's assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb's assembly and determined that root cause for the reported event was an electrically shorted transistor, designator q144.